Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead.  The lead remains in use.   No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.